Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 267s. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The valve got fully re-sheathed one time due to the valve moved during deployment. The final implant depth at non-coronary cusp (ncc) was 5.3mm and at left coronary cusp (lcc) was 6.9mm. After the implant, the patient developed a third-degree atrioventricular (av) block/ trifascicular block was noted and reported hospitalized. On (B)(6) 2025, a dual chamber permanent pacemaker was implanted.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the root cause of the reported heart block could not be conclusively determined. A prolonged hospitalization and surgical intervention were a result of case-specific circumstances, as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. There was minimal calcification around sub annular calcic below left coronary cusp (lcc), total ca-volume valve/lvot 419 mm³. During procedure, the activated clotting levels were 267s. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The valve got fully re-sheathed one time due to the valve moved during deployment. The final implant depth at non-coronary cusp (ncc) was 5.3mm and at lcc was 6.9mm. After the implant, the patient developed a third-degree atrioventricular (av) block/ trifascicular block was noted and reported hospitalized. On (B)(6) 2025, a dual chamber permanent pacemaker was implanted. The patient was reported recovered and discharged.